Event description:
The target-cto study aimed to compare biodegradable polymer sirolimus-eluting stent (bp-ses) (firehawk cobalt-chromium thin strut bp-ses) and durable polymer drug-eluting stents (dp-ees) (xience) in chronic total occlusions (cto). 44 consecutive patients underwent oct follow-up at 3 and 13 months. The primary endpoint was mean neo-intimal thickness at 3 months. At 3 months, no significant differences in strut coverage were observed. At 13 months significantly higher percentages of frames with layered neo-intima and neoatherosclerosis were observed in dpees compared to bp-ses. Stent malposition and edge dissections were noted related to the xience stent. The article concluded bp-ses was non-inferior to dp-ees in terms of neo-intimal thickness at 3 months and healing responses at 3-month follow-up were comparable. At 13 months, less advanced neoatherosclerosis patterns were observed in bp-ses as compared to dp-ees. Details are listed in the attached article, titled " vascular healing after biodegradable polymer sirolimus- eluting versus durable polymer everolimus-eluting stents in chronic total occlusions.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient-device incompatibility cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to patient-device incompatibility (stent not fully apposed to vessel wall) stent placement, patient anatomical morphology (stenosed), inflation problem, or under sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported patient-device incompatibility. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment article title: ¿vascular healing after biodegradable polymer sirolimus- eluting versus durable polymer everolimus-eluting stents in chronic total occlusions¿. B3: date of event will be estimated as 1/01/2025. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2021.